Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
International affiliate reported that a slit/tear was noted in the device at the time of implant. The device was exchanged for a new drain. No adverse pt consequences were reported.